Manufacturer narrative:
Follow-up #1 and final report submitted to update based on the results of investigation. Reported event: hardware error # 26 occurred during a tka procedure. Device evaluation and results: per gsp 151336: fse confirmed the error described within the complaint. Successfully replaced j3 motor, pn 207569 1 ea. Successfully performed kin cal on left side due to high values. Successfully performed pre-surgery checks. System is ready for clinical use. Device history review a review of the DHR associated with (B)(4) found quality inspection procedures successfully passed. Complaint history review a review of complaints in catsweb and trackwise related to p/n 209999, serial number (B)(4) shows no additional complaints related to the failure in this investigation. Conclusions: system was verified to be performing without errors. System is ready for clinical use. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
This pr is for the second event where the surgeon converted to manual. Hardware error # 26 came up while cutting during a tka, we were able to finish the case but when I moved the robot to another room for the 3rd case, I tried to re-home the robot and the arm locked. I could not unlock it and the logs noted ¿motor phase error j3 etc.¿ and we had to bail to a manual case. There was a surgical delay of 15 minutes.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
This pr is for the second event where the surgeon converted to manual. Hardware error # 26 came up while cutting during a tka, we were able to finish the case but when I moved the robot to another room for the 3rd case, I tried to re-home the robot and the arm locked. I could not unlock it and the logs noted ¿motor phase error j3 etc.¿ and we had to bail to a manual case. There was a surgical delay of 15 minutes.